Event description:
It was reported that the patient had a nosebleed during the implant procedure, and the anesthesiologist chose to abort the case. It was noted that the issue was unrelated to the device. The ipg was kept implanted however the leads had to be removed. The patient was stable after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: unk-p-scs-linear_leads. Model: unk. Serial: unk. Batch: unk.

Event description:
It was reported that the patient had a nosebleed during the implant procedure, and the anesthesiologist chose to abort the case. It was noted that the issue was unrelated to the device. The ipg was kept implanted however the leads had to be removed. The patient was stable after the procedure. Additional information was received that the patient has a history of nosebleeds and even had one on the day of surgery. It was noted that the nosebleed was well controlled prior to the case starting but acted up again during the case. The explanted lead was not returned.